Event description:
The duett sealing device was deployed following a left heart cath (via a 6f sheath in the left common femoral artery). The deployment was reported as unremarkable. The pt reported the onset of symptoms (intermittent pain and numbness in the affected leg, which became worse) two days post deployment, after the pt had been discharged to home. Upon re-admission to the hosp (ER), an angiogram confirmed the presence of thrombus. Treatment consistent of platelet 2b3a inhibitors as well as an angiojet. A pta balloon was used to further smooth the affected area. The cause of the event was reported as "unknown, but most likely not enough tension maintained on the balloon [during delivery of the procoagulant]." The pt was discharged to home, with no further complications reported.